Event description:
The facility contacted baxter (B)(4) to report buretrol crj equipo bureta 150ml that is "damaged". It was reported that the reported malfunction occurred before use. There was no patient involved, report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was submitted for evaluation. During product evaluation the customer reported condition, "damaged", was confirmed during the visual inspection. Evidence was found of a collapsed chamber, however a root cause has not been identified. A batch review was conducted and issues were found related to the reported condition during the manufacture of this lot. Additional information: this issue is being investigated through a CAPA. This is a product not distributed in the us and does not have a 510(k) number. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and issues were found related to the reported condition during the manufacture of this lot. The lot was retained and a quality level inspection was performed; the lot passed with satisfactory results prior to release. The cause was determined to be defective overpouch (without perforations) which resulted in the chamber becoming kinked. The overpouch supplier has been notified of this issue. A follow-up report will be filed if any additional details become available.